Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during unpacking for the procedure, it was noticed that the bands on the ligator head were moved out of position and twisted. There was no damage to the packaging noticed. The procedure was completed with another speedband superview super 7 device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual evaluation of the returned deice revealed that the 2 irrigation tubes had no issues. The ligator head was returned with the shrink wrap removed. The white suture thread joining the adaptor ring to the housing had been pulled away from the adaptor ring, and the adaptor ring had been partially detached from the housing. Six bands remained on the ligator head with the distal band rolled out of position. The seventh band had been deployed and was not returned. The suture was broken, most likely during removal of the device from the scope tip. The investigation concluded that the most probable root cause of the event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during unpacking for the procedure, it was noticed that the bands on the ligator head were moved out of position and twisted. There was no damage to the packaging noticed. The procedure was completed with another speedband superview super 7 device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.